Manufacturer narrative:
Patient information was unavailable from the site. No 510(k) provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, prior to a tumorectomy, the application software reverted to a medtronic logo appearing in the center of the screen and the navigation task did not appear in the software. The issue occurred following patient registration. The navigation system was restarted and functionality was restored. There was no reported impact on patient outcome.